Event description:
Pt was dialyzed with dialysis machine in the acetate mode. Machine gave no alarms or other warnings. No acetate solution was connected to machine, therefore, no dialysis occurred. Bicarbonate solution was connected, but none was drawn up by the machine. Pt became unresponsive and was transferred to critical care unit. Pt was re-dialyzed and recovered with no apparent adverse effects.